Event description:
Aicd replaced september 4, 1992 at valley baptist medical center. Device functioned properly for approximately nine and one half (9-1/2) months. Lead wires reused in patient. Two possible reasons for explanting: 1) battery end of life or 2) unit involved in urgent device recall initiated by cpi 5/5/92. Unable to evaluate unit at this time, if cpi would provide programmer, device could be testeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.